Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope, had air leaks in the insertion section forceps channel. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there is a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a pinhole on channel tube, water tightness is lost; due to a pinhole on balloon water tube, water tightness is lost; residual liquid or foreign material come out of channel tube; acoustic lens has a chip; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downward knob is out of the standard value; adhesive on bending section cover or distal sheath rubber is detached; adhesive on bending section cover or distal sheath rubber has a crack; due to a dent on channel tube, forceps cannot be inserted smoothly; ultrasonic transducer has corrosion; due to wear of forceps elevator lever, upwards/downward knob cannot be locked securely; electric connector has corrosion due to water leakage; ultrasonic transducer has corrosion; and objective lens has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the device was not cleaned, disinfected, and sterilize the device before sent it to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.